Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. Following predilitation with an emerge mr balloon, a 3.50 x 28 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent itself was kinked and damaged. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.